Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's 2.2 drawer was not unlocking. The issue was resolved by reseating the drawer's cables. After confirming the drawer was unlocked, the field service engineer confirmed with the customer that users were able to login and access the drawer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer did not unlock in the middle of a procedure and requested a field service engineer to inspect the device. A user restored access to the drawer by logging out and logging back into the device. There were no adverse events or injuries reported based on this event.

Event description:
It was also reported that the customer experienced when an individual is logged in and shuts the drawer, the drawer locks and will not unlock until the individual logs out and logs back in.

Manufacturer narrative:
Additional information for the initial MFR 2016493-2023-01214 was provided in section a1, and b5. Correction: d1. Upon investigation of the actual device used in this incident, it was determined that the drawer was not unlocking. The field service engineer reseated the drawer's cables to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-sep-2021 to 27-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.